Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported the patient experienced drainage and incisional wound opening of the catheter track. The patient presented in the hospital with a suspected cerebrospinal fluid leak. An emergent revision was performed. The catheter was removed and replaced on (B)(6) 2013. The patient is now receiving therapy. The patient status was alive; no injury...

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: 2013, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported there was fluid leakage from the patient's spinal incision of a recently replaced pump and catheter system. The physician explored the fluid collection at the patient's spinal incision and proceeded to explore pump pocket as well. There were no leaks in the catheter. No leaks were discovered. The source or the type of fluid was unknown. On (B)(6) 2013 the physician replaced the pump segment catheter of the existing catheter with a new pump segment catheter leaving the spinal segment in place. The explanted catheter was discarded. The patient status was alive; no injury. The pump was delivering gablofen concentration 500 mcg/ml dose 24 mcg/day